Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a problem with the water resistance cap, forgot to attach, is submerged. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps holder was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that this event occurred because the high-frequency instrument was used without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.